Event description:
This unsolicited device case was rec'd from united states on (B)(6) 2014 from a physician via a sales rep. This case concerns a (B)(6) old female pt who observed swollen, painful and hot left knee after receiving synvisc -one injection. No medical history, past drugs, concomitant medications or concurrent conditions was reported. On (B)(6) 2014, the pt rec'd treatment with synvisc-one injection, once (route, dose, batch/lot and expiration date unk) in left knee for an unk indication. The same night, pt's knee became hot, painful and swollen. The same night, pt rec'd steroid injection. On (B)(6) 2014, pt called to inform that she was not feeling well. Corrective treatment: left knee painful and left knee swollen: steroid (corticosteroids). Left knee hot: not reported. Outcome: unk (for all events). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for same. Seriousness: intervention required for left knee painful and left knee swollen (corticosteroid administered).